Event description:
During a procedure when attempted to obtain biopsies using a standard forceps, the forceps wouldn't open. No harm to the patient. Discarded the defected forceps and obtained a new one. Boston scientific 2.8mm lot 36879423.